Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer went to emergency room due to low blood glucose level on (B)(6) 2021. Customer's blood glucose level was 40 mg/dl at the time of hospitalization. Customer declined troubleshooting. Customer was treated with gel glucose. The insulin pump will be returned for analysis.